Event description:
It was reported that during a ileostomy reversal procedure, after the stage of attaching the anvil to the pin of the handle (the anvil attached with an audible click and with the orange indicator stripe covered as usual), the surgeon closed the device handle by rotating the adjusting knob of the device and noticed that after 2-3 rotations the anvil detached from its position. The anvil was reattached whilst imposing pressure, closing the handle, verification that the orange indicator was within the green zone, and firing the device which felt normal (the feeling and audible sound felt as usual). After firing, a leak test was performed, no leak was observed and the procedure was completed. No harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9922d and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.